Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a leaking skin irritation under the back therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the irritation is unknown.